Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the blade tip was broken off outside the patient body. Another device was used to complete the case. There were no adverse consequences to the patient.